Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which experienced failure code 808:02. It is unknown when or at what point in the process this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of failure code 808:02, and determined the root cause to a faulty pump head module. No repairs were performed as this is a stay in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4). Review of the device event history determined that the reported condition of interruption of delivery occurred on (B)(6), 2010 and not the customer reported occurrence date of (B)(6), 2010.